Event description:
It was reported that a faradrive steerable sheath was selected for use during a pulsed field ablation procedure to treat an atrial fibrillation. The faradrive steerable sheath was functionally checked, flushed, and prepared before insertion. Upon insertion of a farawave catheter into the faradrive sheath, air was observed during aspiration from the side port using a locked syringe. The physician suspected the sheath valve contributed to the reported event. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is not expected to return for analysis as it was disposed of at the facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.